Event description:
It was reported that the patient's catheter fell out. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: the sample returned for evaluation was one 19 cm glidepath long-term dialysis catheter. Visual and functional evaluations were performed of the physical sample. Blood, residue, and tissue were noted throughout. Sutures were noted in fixed suture wings and around the catheter. The cuff appeared to have usage residues embedded in the material. Given the type of failure reported, a conclusion cannot be made based on the returned sample; therefore, the investigation is inconclusive for catheter dislodgement. A definitive root cause could not be determined based upon available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: no product code was provided by the complainant, so a review of the product instructions for use (IFU) procedural instructions, indications, warnings, precautions, cautions, possible complications and contraindications provided on the company website showed that the product labeling is adequate.

Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient's catheter fell out. There was no reported patient injury.